Manufacturer narrative:
H.6. Investigation summary: customer return sample / photo and/or retain evaluation summary: evaluation of the attached 1 photograph shows the holder has separated. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Investigation conclusion: the complaint was confirmed upon evaluation of the customer-provided photograph. Confirmed bd was able to confirm the customer¿s indicated failure mode with the photograph provided root cause description: bd was not able to identify a root cause for the indicated failure mode. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring current trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder during a blood test, the assembly came apart, leaving the needle in the patient's arm and the pump body in the nurse's hand. The following information was provided by the initial reporter. The customer stated: I am sending you this e-mail to inform you that yesterday an incident occurred on lot 2305497 (exp: 11/25) of reference (B)(4) (black needles). For this product, the needle is sold mounted on the pump body. Unfortunately, during a blood test, the assembly came apart, leaving the needle in the patient's arm and the pump body in the nurse's hand.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder during a blood test, the assembly came apart, leaving the needle in the patient's arm and the pump body in the nurse's hand. The following information was provided by the initial reporter. The customer stated: I am sending you this e-mail to inform you that yesterday an incident occurred on lot 2305497 (exp: 11/25) of reference 368836 (black needles). For this product, the needle is sold mounted on the pump body. Unfortunately, during a blood test, the assembly came apart, leaving the needle in the patient's arm and the pump body in the nurse's hand.